Manufacturer narrative:
(B)(4). The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The lead was opened during the trial by the physician in a sterile field. The blue-green stylet, or stiffer stylet with the bend at the end, was removed from it's packaging in order to be inserted into the lead. The stylet that comes in the lead was removed and the hcp attempted to insert the blue-green stylet into the lead. The stylet would not pass all the way into the lead; it seemed to get stuck where the electrodes began. The field rep then opened another lead for the physician and they proceeded with the trial. Outside of the sterile field, the field rep also tried passing the stylet into the lead and was unable to do so.